Event description:
The customer reported that when the xenon light source power is turned on, panel sections on all sides light up and cannot be used. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported event was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 12 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon of ¿when the power is turned on, the front panel is all lit and cannot be used.¿ was reproduced. It was determined to be due to the deterioration of filter turret and mesh turret. Olympus will continue to monitor field performance for this device.